Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep calibrated the collimator. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the x-ray beam was out of alignment on the system. No pt injury was reported.